Manufacturer narrative:
The pump was serviced at customer location. Eval was completed on 12 oct 2005. During svc the baxter tech reported depleted batteries. Batteries were replaced. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue.

Event description:
During svc at the customer location the baxter tech reported depleted batteries.